Manufacturer narrative:
Device evaluated by MFR:.: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-09680 and 2134265-2017-09730. It was reported that the system froze during third pull back. A 240v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. It was noticed that the cart shut down by itself. The system was restarted. During the third pullback, the system froze. No patient complications were reported.